Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+4.0/073 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. The cause of the event was unknown.